Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during two cases of arcr on the same date the tips of the arthroscopes were blackened when the surgeon used the devices. They were brand new and the first use when the issue occurred. He suspected the reported devices possibly burned the tip of the arthroscopes or soft tissues might have adhered to the tip. It was also reported that it was the third time for him to use vapr vue. The devices were discarded at the hospital. Each surgery was completed with a 10-15-minute delay. In both cases, there was no harm to the patients.